Manufacturer narrative:
Baxter received and evaluated the device.  Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported condition was not verified. Downstream occlusion alarms were found during a review of the event history log, but there is no conclusive evidence whether the alarms were true or false.  Evaluation could not reproduce the reported problem and downstream occlusion testing was performed without failure. No component could be identified for causality. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced a downstream occlusion failure. There was no patient involvement. No additional information is available.